Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer reported has prodigious sound. The device was not patient use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: this event was reported to be outside of use, no user or patient involvement. No evaluation or repair performed, customer refuses service, further investigation is not possible. H11: g1: updated with corrected manufacturer contact information.